Event description:
G-prox endoscopic grasper jaw was closed onto a stomach tissue fold, and failed to open when the release switch was activated. The physician was able to use another instrument to push and release the tissue fold from between the jaws. This g-prox was removed and replaced with a second g-prox device. Upon removal from the patient, the physician noted that the g-cath was not in its fully retracted position (required prior to release of jaws). Once the physician fully retracted the g-cath, he was able to release and open the g-prox jaws. The procedure was continued, and completed successfully with the second g-prox device. There was no adverse effect on the patient.

Manufacturer narrative:
Unable to reproduce failure. Visual, dimensional and mechanical evaluation did not identify a likely cause of the malfunction. Device evaluation summary: initial visual examination identified a minor kink on the flexible scope body immediately distal to the rigid tube sleeve (normal usage wear). Also noted some damage to the laser cut tube (consistent with damage that would occur by removal of the device jaws closed). The reported malfunction (i.e., jaws failing to open) could not be replicated. The device was disassembled; there was no evidence of interference between the jaws, swivel and jaws, manifold and laser cut tube or handle components. No assignable cause could be identified for this malfunction.